Event description:
The recipient reportedly experienced electrode extrusion. The recipient presented with pain and sores due to the processor. The recipient was recommended device non-use. The recipient underwent repositioning surgery on (B)(6) 2018.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly recommended wearing the device full time for best results. This is the final report.

Manufacturer narrative:
Due to normal impedances at the time, the surgeon reportedly decided to advance the electrode and put fascia over the implant receiver to thicken the skin flap. However, post-repositioning surgery, the recipient is experiencing no sound awareness on some electrodes. The recipient is not wearing the device full time.